Manufacturer narrative:
Device evaluation: product testing could not be performed since the product was not returned for evaluation. However, a photo was provided and evaluation of the photo was performed. The pscst30 cartridge used for the implantation of the iol was observed damaged. The cartridge tip was observed bent and deformed. The complaint issue reported was verified. However, based on the evidence observed and since the cartridge is not available for a thoroughly evaluation, the complaint issue reported could not be determined if is related to manufacturing and/or surgical process. Product deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that one additional complaint was received from this production order, however, condition reported for additional complaint folder is not related to the complaint issue reported.. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Weight and ethnicity: unknown, information not provided. If implanted, give date: not applicable as this is not an implantable device.  If explanted, give date: not applicable as this is not an implantable device.  All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the surgeon observed a molded type defect on the cartridge during the implantation of intraocular lens (iol) into patient's left eye. Additional information received confirmed that the defect was that the cartridge appeared deformed or melted at the tip. The cartridge looked this way immediately upon opening the original package. However, the surgeon was able to successfully implant the lens into the eye and had no adverse issues during the surgery. No further information was available.